Event description:
It was reported that the patient presented for a follow-up in clinic, experiencing dizziness. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited noise oversensing, which resulted in pacing inhibition. The noise was reproducible through arm movements. Programming changes were made, and the rv lead was capped and replaced on (B)(6) 2025. No patient consequences were reported.